Event description:
A review of svc data has detected a reportable event. Upon servicing of charger/modem (B)(4), which was returned for normal maintenance, the charger/modem would not power on. The last pt to use this charger/modem did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. Upon investigation, the charger/modem would not power on. The cause of the problem was isolated to computer analog (ca) board (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective charger. The last pt to use this charger/modem did not report any problems.